Event description:
Customer reported the connector on the tubing broke at the y site when removing the tubing. No pt harm reported. Although requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). The set was requested to be returned for investigation. It has not been received. A follow up report will be submitted if further info is obtained.